Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation and "textured product concern". The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the posterior side assessed as unidentified (tear) opening, one opening observed on the anterior side assessed surgical damage like and broken on the plug strap side assessed as unidentified (tear) opening. (Shell thickness within specification). Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: white classification observed on the device.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patients concerns with the product and a right side deflation. Device has been explanted.

Event description:
The device has been explanted and replaced.